Event description:
The clinician reported less than 3 weeks after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration. The clinician reports an infection, pain, inflammation and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.